Manufacturer narrative:
The previous follow up (2), had the incorrect field saying it was updated in the narrative. The correct field that was updated is: unique identifier (UDI) #: (B)(4).

Event description:
It was reported with the use of the paxgene® blood rna tube there was an issue with 3 tubes that had a cracked cap.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for molding defect with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for molding defect with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported with the use of the paxgene® blood rna tube there was an issue with 3 tubes that had a cracked cap.

Manufacturer narrative:
The following field has been updated due to corrected information: PMA / 510(k) #: (B)(4).

Event description:
It was reported with the use of the paxgene® blood rna tube there was an issue with 3 tubes that had a cracked cap.

Manufacturer narrative:
Other occupation: technical specialist I biospecimens accessioning & processing ¿ shipping & storage. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the paxgene® blood rna tube there was an issue with 3 tubes that had a cracked cap.